Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell and missing piece of the shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed and identified a sharp opening. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp opening on the posterior due to an unidentified (tear) opening, and missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.